Manufacturer narrative:
The insulin pump received with glue applied by customer on the drive support disk. The insulin pump had a severely scratched display window and a cracked case at display window corner.

Event description:
Customer reported that the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.